Event description:
The reporter's wife experienced an er1 message, retested, and got a result. She did not compare the confirmation dot to the color chart on the bottle of strips. She did not have any symptoms of low or high blood glucose and did not seek medical advice from a healthcare professional.